Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had a product performance anomaly. Additional information indicated that this rv lead exhibited high pacing threshold during device change out. The physician elected to insert a new lead. This rv lead was surgically abandoned. No additional adverse patient effects were reported.